Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-001179. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure using indigo system aspiration catheter 8 (cat8s). During the procedure, the tips of two cat8s became crimped as the physician attempted to advance them into a non-penumbra catheter. The cat8s were therefore not used, and the procedure was completed using another catheter. There was no report of an adverse effect to the patient.